Manufacturer narrative:
Updated: evaluation method codes, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The tactra was explanted without consequence and replaced with an inflatable penile prosthesis (ipp). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The tactra was explanted without consequence and replaced with an inflatable penile prosthesis (ipp). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.